Manufacturer narrative:
A medrad service engineer performed a system check-out on the injector and the unit was found to be operating to specification. The disposables that were in-use during this procedure were disposed off by the customer and were not available for evaluation. Additional applications training was offered to the customer. We are waiting for their response.

Event description:
The hospital staff reported the following: a (B) (6) male with an admitting diagnosis of a cerebral aneurysm underwent an elective cerebral angiogram on (B) (6) 2010. After the third injection of the procedure, the radiologist became aware of a small intimal tear in the right internal carotid artery at the level of c2. The patient was admitted to the ICU for observation and treatment with anti-coagulation therapy. Prior to discharge on (B) (6) 2010, the patient underwent a follow-up CT angiogram (cta) examination. The results of this exam reported no change in the intimal flap of the right internal carotid artery at the level of c2.